Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the power management board. During repair of pump, the fse found old dried blood in the pim and safety disk. Replaced all blood contaminated parts. Device passed all functional and safety tests according to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units batteries are not charging. There was no patient involvement.